Manufacturer narrative:
Device evaluated by MFR: the device was received with the stent partially deployed from the delivery system. A visual and tactile inspection identified complete break of the outer shaft of the device located approximately 27mm distal of the outer shaft to t- connector bond. This type of damage is consistent with excessive force being applied to the device when attempting to deploy the stent. The investigator was unable to deploy the stent due to the outer shaft being detached. A visual and tactile examination identified no issues with the tip of the device. There were no other issues identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10oct2019. It was reported that the stent could not completely deploy. A carotid wallstent monorail 8.0-29 was selected for a procedure. During the procedure, complete deployment of the stent was not possible. There were no patient complications reported. However, device analysis revealed a complete break of the outer shaft with the stent not reconstrained.